Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned distal end cover was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The burned distal end cover can be detected/prevented by following the instructions for use which state: user's manual, operation section, chapter 3: preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. User's manual, operation section, chapter 4: usage: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited nozzle has foreign objects and a burn on the distal end cover. There was no patient involvement.